Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was 175 mg/dl at the time of the incident. The customer stated that the insulin pump alarmed motor error and unable to get out of rewind process. The customer was unable to describe possible damage to the drive support cap. Customer reported that the insulin pump had a motor position encoder error. The customer was advised that the insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No motor error alarm noted. The motor was tested outside of the device and passed. Unable to confirm the motor position encoder error alarm due to overwritten history file. Drive support cap was inspected and no anomaly was noted. Pump received with cracked battery tube thread, broken belt clip slot, cracked reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted.